Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the motor stall occurred on (B)(6) 2018 with no recovery, and the pump was programmed to ¿off¿ on (B)(6) 2018. Pump logs were not printed and were now unavailable since the pump was off. The cause of the motor stall was not determined at this time. The pump was infusing baclofen only. Therefore, medication should not have been a factor. The pump was replaced, and the new pump was functioning normally. The pump remained in the clinic awaiting shipment to the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date MFR rec was incorrectly reported as 2018-06-12 and should be 2019-06-12. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in canada who received lioresal 500 mcg/ml at a dose of 204 mcg/day via an implantable pump. The indication for use was not provided. It was reported that on (B)(6) 2018 during a pump interrogation a motor stall was seen and was active. The patient did not recently have a magnetic resonance imaging (MRI) scan. The passcode to program the pump off was provided per the hcp¿s request. There were no patient symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
Eval code-conclusion: code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a printout from 2018-may-03 confirmed a pump stall, but the logs are not available. It was reported that the pump did not recover and was replaced. It was further reported that the cause of the motor stall was not determined on their end and that no environmental factors were identified. It was reported that the pump was permanently stopped using the passcode on 2018-may-03. It was previously reported that the pump was explanted on (B)(6) 2018 and additional information received reported that the pump was explanted and replaced on (B)(6) 2018 and the replacement pump sn is (B)(4). It was reported that the issue was now resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID neu_ascenda_cath lot# unknown. Product type catheter. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.